Event description:
The customer received a questionable creatinine jaffe gen. 2 result on their p-module analyzer. The patient's initial creatinine result was 3.08 mg/dl and it was reported outside the laboratory. The patient was admitted to the hospital based on the result and given saline intravenously. On (B)(6) 2011, the physician questioned the result and asked for a repeat test from the original tube. The patient's repeat result from the same p-module was 0.93 mg/dl. The repeat result was believed to be correct. Treatment was not delayed or withheld due to this event and the patient has been discharged from the hospital. The patient was not adversely affected by this event. The creatinine reagent lot number was 63831501 and the lot number was 04/30/2013. The field service representative found that the stirrer paddle 1 was missing teflon on both side and on all the edges. He found stirrer paddle 2 was missing a 1 mm patch of teflon on one edge. Missing teflon on stirrer paddles is known to cause carryover. Rinse nozzle 6 was overflowing the cuvettes. The squeegee on rinse nozzle 8 was not centered in the cuvette. He replaced both stirrer paddles. He bleached water tubing for rinse nozzle 2 and 6 and adjusted water level for rinse nozzle 2 and 6. He adjusted the position of the squeegee on nozzle 8. A precision study was performed for creatinine with passing results. The customer performed calibration and quality control on creatinine with passing results.

Manufacturer narrative:
.